Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, not provided. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received information from a clinical educator regarding an issue involving a tr band. The educator stated that a tr band reportedly leaked during a procedure, resulting in a hematoma that required manual compression. The patient was reported to be stable, and the estimated blood loss was less than 250 cc. The event occurred post-operative.